Event description:
Experiencing joint and muscle pain, extreme fatigue, and anxiety. Breast and underarm pain, as well as itching around implants. Dates are approximations. Itching began 5+ years ago and has progressively worsened. Mentor, smooth silicone memory gel implants. FDA safety report ID# (B)(4).